Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02034. It was reported patient experienced loss of effective therapy and patient has suffered several falls. Programming has been unable to solve the issue. X-rays revealed that one lead has been migrated. As a result, patient may be awaiting surgical intervention to address the issue.

Event description:
Additional information received indicated, patient underwent surgical intervention on (B)(6) 2021, wherein one of the lead was repositioned. This addressed the issue. It is unknown which serial # of the lead was repositioned therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.